Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with swelling and an infection in the scrotum. The ipp was explanted and replaced with a tactra penile prosthesis device. There were no additional patient complications.